Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump alarmed motor error alarms two times while programming basal rates. Customer stated that he the device was being worn when he got a chest x-ray and doppler procedure. Customer reported he does not used the sensor feature and he is unable to rewind the insulin pump. Blood glucose level 151 mg/dl. Nothing further reported.